Manufacturer narrative:
Because the customer reported her issue through email, customer service requested on two occasions via an email response that she call so that her issue could appropriately be addressed. Additionally, she was provided with instructions for part/accessory use/care/maintenance and ordering sources via email. The customer was contacted on numerous occasions between 04/13/2017 and 05/09/2017 by both a complaint handler and a medela clinician, without response until 05/24/2017, when the customer responded via email to the complaint handler. In her email, she gave additional complaint details as follows: I received my pump (pump in style advanced) through my insurance a few weeks before giving birth to my son. I began using it right after his birth on (B)(6) 2017 about once/day. At the end of (B)(6) 2017, I was diagnosed with mastitis which ended up not responding to antibiotics and I was in the ER for IV antibiotics and pain medication. As a result of being given all of those drugs, I was not comfortable breastfeeding my son that day and decided to exclusively pump and discard the breastmilk. At around 9pm that night, when I was very sick, the let down button on the pump stopped working. In an attempt to fix it, I turned the pump off and it never turned back on. As a result, my husband had to go out and purchase a new pump late at night on a sunday after a long day in the ER. I am looking to be reimbursed for the second pump I had to purchase as the first pump only lasted about 2 months after use only 1x/day. The mastitis is currently resolved. Based on the results of (B)(4), it cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On 04/12/2017, the customer alleged to customer service that she purchased a medela pump in style advance breastpump through (B)(4) as directed by her insurance. Her son was born on (B)(6) 2017 and she began using her new breastpump sporadically. In early march, her breastpump broke after only limited use. It broke the night she really needed it, after ending up in the hospital for mastitis. She had to purchase another breast pump that night. She would like to be reimbursed for the new pump as the first must have been defective after such limited use.

Manufacturer narrative:
Filing correction due to incorrect date input (date received by manufacturer) on initial medwatch filing.